Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery ((B)(6)) for the device was no longer charging. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. After leaving the battery in a device for roughly one and a half hours, a battery capacity test was performed and three led indicators illuminated indicating that the battery was partially charged. The rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. However, when the battery was then inserted into a cadex charger, calibration attempts failed and the process became hung up on the finalizing portion of the procedure. Upon conclusion of the evaluation, it was verified that the battery was faulty and the component was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the battery ((B)(4)) for the device was no longer charging. There was no patient involvement.

Event description:
It was reported to philips that the battery ((B)(4)) for the device was no longer charging. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. After leaving the battery in a device for roughly one and a half hours, a battery capacity test was performed and three led indicators illuminated indicating that the battery was partially charged. The rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. However, when the battery was then inserted into a cadex charger, calibration attempts failed and the process became hung up on the finalizing portion of the procedure. Upon conclusion of the evaluation, it was verified that the battery was faulty and the component was scheduled to be returned to the vendor. Vendor final investigation report was received. Although the report found no fault with the battery pack the reasons why the battery cycle count and max error were not updated during tests remain unknown, thus indicating a calibration issue with the battery. The battery has, therefore, been considered faulty.

Manufacturer narrative:
Additional info: b5 - added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.